Event description:
It was reproted during the implant procedure that the helix would not extend or retract properly. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection revealed that the lead had the helix over-retracted distorting the conductor. The distal conductor was distorted, the helix was distorted/bent. There was deformation/fracture of the proximal section of the inner coil.